Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 06 mar 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the endotracheal tube (ett) cuff leaked "mid case and would no longer hold when they tried to refill"; the patient was extubated and reintubated mid-procedure. It was additionally reported, the ett cuff worked great for the first 40 or so minutes prior to the issue. There was no reported injury.

Manufacturer narrative:
Correction: d4. The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the sample did not appear to have significant biologic matter on the inside or the outside of the tubing and cuff. During testing of the sample the microcuff balloon was infused with water, a leak was observed in the area of the pilot balloon component. Both the proximal and distal bond areas/ collars of the balloon cuff were attached to the tubing and did not exhibit any burst, hole, tear; however, when the pilot balloon pillow was viewed under magnification (50x), the pillow component exhibited slit, cut effects. The reported event could be confirmed as reported; however, the root cause is undetermined. The device history record for lot cm3094004 was reviewed and the product was produced according to product specifications. All information reasonably known as of 10 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.